Event description:
Reportedly, the device was explanted after an implant duration of 4.6 months and a different model device was implanted as a replacement. The device will not be returned as it was discarded at the hospital. No further details were provided. Information was learned through (B) (4) implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No is no additional information available. No device is available for evaluation. Device was discarded at hospital.